Manufacturer narrative:
The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reportedly there was no patient involvement. Date of event is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. A device history record review was requested. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During routine inspection of field inventory, on (B)(6) 2018, the sales consultant discovered two (2) reduction forceps with bent tine (398.41/t115899), reduction forceps with a broken grip, piece broke off grip (399.99/t115094), depth gauge with a bent needle (319.09/8891642), forceps with a bent tine (398.40/t113938) and the tip of the cannulated hexagonal is stripped (314.05/4536110), this was no patient or surgery involvement. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: device history records review was completed for part# 399.99, lot# t115094. Manufacturing location: tuttlingen, release to warehouse date: feb 10, 2015. No non- conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. H3, h6: product development investigation was completed. The reduction forceps were deemed non-repairable by service and repair. The customer reported the grip was broken. The repair technician reported the jaws were broken and a piece was missing. Cutting jaws broken is the reason for repair. The item is not repairable per the inspection sheet. The forceps were received at us customer quality with a broken tip, pieces were not returned. The complaint condition was visually confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the devices were returned damaged. Relevant drawings were reviewed. Dimensional analysis was not performed as relevant features are significantly deformed/not returned. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. There is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces (such as being dropped or damaged during sterile processing). No new malfunctions were observed during the course of this investigation. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. H11 corrected data: b4: this date was incorrectly reported as 4/18/2018 in the follow up report mwr-(B)(4). The correct date remains 3/19/2018 as reported in the initial report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.